Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was experiencing stimulation in the wrong location following a lead revision. Patient needs stimulation in her back and legs but is not feeling it in her back. The stimulation in her legs is "too heavy, too much." No information was provided as to why a lead revision was done. Patient had requested a manufacturer's representative meet with her for reprogramming. This was being arranged at the hcp's office. Additional information was requested and if received a follow up report will be sent.